Event description:
On (B)(6) 2026, it was reported by a sales representative via (B)(4) that an ar-6485 pump won't stop running. This occurred during use in a case with no patient effect. Follow-up email confirmed the device would continue to run after the pump was power-cycled and would not follow the pressure setting. There was no harm to the patient.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.